Event description:
It was reported that the pt experienced new onset of weakness and numbness. The pt was admitted to the hospital in 2008. A CT scan was performed, but results were not available. The pt was concerned about a granuloma. The pump was used to deliver morphine 50mg/ml and fentanyl 50 mcg/ml. Add'l info has been requested from hcp, but was not available as of the date of this report.